Event description:
Found resident lying on floor with left foot caught between bed frame and bedrail. She had skin tear on left elbow approx 1 1/2" long. Left elbow and ankle was swelling and discolored. Severe pain when touching left ankle. Bedrail was up at 6:30 am, but when resident was found at 7:00 am bedrail was down on left side. Resident was sent to hosp.